Event description:
Brakes were not setting at head end of unit. No injury reported.

Manufacturer narrative:
Technician found that the cam and rod were broken. Replaced the cam and rod to resolve this issue. Unit located in storage area.